Event description:
During the evaluation of a returned homechoice machine, four increased intra-peritoneal volume (iipv) events were identified which occurred during the therapy initiated on (B)(6) 2012. During night drain cycle 12, the patient's ultrafiltration reading was 672ml, indicating the home patient (hp) drained 672ml more than their maximum programmed fill volume of 1000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The cause was determined to be false empty detect and use error; the clinician inappropriately set the minimum drain volume percent setting too low. If any additional information is received, a follow-up will be sent.